Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance by giving pump reset information and helping the caller reset the pump. The issue did not recur after the reset, and the customer was advised to continue using the pump and to contact support again if the issue happened again.